Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump didn't work due to fluid loss. Upon explant, the right cylinder had a tear where the tubing rubbed against the cylinders as the gortex sleeve was removed. A new inflatable penile prosthesis was implanted. No patient complications were reported.